Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that there was a forced log out. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.